Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. A review of the device history records related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there were no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. (B)(4).

Event description:
A nurse reported that an ophthalmic forceps became stuck in the closed position during a membrane peel procedure in the right eye. The forceps was able to be removed from the eye with no harm to the patient. Additional information is not available.

Manufacturer narrative:
The four received forceps samples were found in bubble wrap without the original packaging. The samples are bent. The samples were visually inspected with the aid of a photomicroscope at various magnifications. Sample one could not be activated. It was found that the tubes on the other three samples are loose and block the bent forceps from activating. The customer's complaint could not be confirmed because the condition of the devices, which were very bent with bent grasping arms, does not allow for a detailed examination. The samples were not returned properly and were probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. A manufacturing or design related root cause for the damage of the complained devices could not be identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).